Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated during investigation. A review of the pump¿s black box revealed a related voltage fluctuation. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical current draws were found to be within specification. No overheating was observed during investigation. A battery compartment crack was observed during investigation. The battery cap was able to secure properly to the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.